Event description:
It was reported that part of an instrument broke and remains in the pt. Levels treated during the surgery were l4-s1 for arthrodesis. The pt had very hard bone. The distal golden end of the instrument broke in the bone at the right l5. It was not removed and left in the pt's bone. A screw could not be put in the original hole at the right l5 so additional hole was made above. The case was delayed 15 minutes due to the event. No further pt impact was reported.